Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer alleges that she was driving the chair to go into the restroom and she stopped touching joystick and chair kept going forward the front right wheel went into the wall and caused a hole. Consumer states when this happened she had to get out of the chair and hop into the bathroom. Consumer states she was not suppose to be walking but she had no choice because her chair was stuck.